Event description:
Explanting physician reported capsular contracture baker grade iii. This relates to the right side. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, weight to the specifications. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is a sharp edge broken with non-penetrating nicks assessed as surgical impact, and non-penetrating nicks. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event reason for reoperation: capsular contracture baker grade iii.